Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.50 x 16 mm synergy¿ stent was advanced but could not reach the target lesion. A guide catheter was introduced to get the stent down to the lesion, but the stent did not pass the middle of the guide catheter. When the stent was removed from the patient, stent strut damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed stent damage. The distal stent struts were pushed in a proximal direction with struts bunched and overlapping. The proximal stent struts were undamaged. The undamaged crimped stent od (outer diameter) was measured within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. The device could not be placed in a 5 fr guide catheter due to the distal stent damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.50 x 16 mm synergy¿ stent was advanced but could not reach the target lesion. A guide catheter was introduced to get the stent down to the lesion, but the stent did not pass the middle of the guide catheter. When the stent was removed from the patient, stent strut damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.